Event description:
The pump was returned to baxter's service center for repair failure code 500. During final repair testing the pump shut off by itself. The pump was not pumping when it shut off. Attempts were made to obtain add'l info from the customer but no details are available at this time.